Event description:
Bristles caught in my throat; my eroflex brand toothbrush manufactured in (B)(4) item (B)(4) and sold via (B)(6) trademark located in (B)(6) had a catastrophic failure. The bristles on the lower part dislodged as I was brushing my teeth. Bristles (dozens) lodged between teeth and down my throat. I was able to cough and spit out most of the bristles but some were ingested.